Event description:
It was reported that a pt underwent an eventration procedure in 2009. The drain functioned properly upon first activation. During the drain retrieval three days later, part of the drain remained in the pt's body. The pt underwent a successful retrieval of the drain fragment the same day. The pt left the hospital three days later.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.